Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon outer cover separated from the inner portion leaving the outer cover inside. She was able to manually remove the remaining tampon pieces. She inserted another tampon and experienced a dry and irritated feeling so she removed it. Her symptoms resolved after tampon removal. She called the nurse line and the nurse recommended she use a douche. She used a douche and no additional tampon pieces came out. She was not experiencing unusual symptoms and her irritation resolved.